Event description:
Medical personnel were attempting to monitor a trauma pt during transport, however, it was reported that the device would not power up. The operator removed and reinserted the batteries and then the device turned on and functioned properly for the remainder of the call. There were no adverse effects to the pt as a result of the reported malfunction.